Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during an ileostomy closure surgery, the stapler had an incomplete staple line. The surgeon used a suture as reinforcement to the staple line and completed the case.